Event description:
The customer contact reported a concurrent delivery. The tubing set was being used to deliver normal saline on the primary line via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set to deliver an unspecified concentration of herceptin at a rate of 90ml/hr. The primary solution container was lowered "more than 9 inches" below the secondary container. The primary and secondary were noted to be infusing concurrently. It was reported that the primary was lowered an additional 10 inches below the secondary container; however, both lines continued to flow. The primary and secondary tubing sets were replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.